Event description:
Erroneously elevated troponin (accu tni) results from two different pt samples that were generated by the access 2 instrument. Pt a: an initial accu tni result of 0.89ng/ml was reported out of the lab. The physician questioned the result as not matching the clinical picture of the pt. The customer re-tested the pt original sample for accu tni. The result was 0.08ng/dl. A corrected report has been issued for pt a. Pt b: an initial accu tni result was 6.33ng/ml. The result was not reported out of the lab. The customer re-tested the pt original sample for accu tni. The repeated accu tni result of 0.23ng/ml was reported. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed or connected with this event.